Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
It has been determined that the event of seroma-late did not occur. Therefore, this event is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, lump/nodule.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii, and MRI suspected a right side rupture but after surgery it was found to be intact. Healthcare professional additionally reported "there is fluid adjacent to the implant most prominent between the implant in the chest wall" and "there is a well defined smooth hypoechoic nodule with ill-defined faint echogenic center most consistent with a lymph node." Device has been explanted and replaced.